Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "recalled breast implants" and "swollen lymph nodes".

Event description:
Patient reported a left-side "I currently have the recalled breast implants that were recalled about 2 years ago. I had no idea I had them until today when my mom had made me aware of someone close to us contracting b I I and having to have hers removed. I¿ve been sick a lot on and off and never thought it could be due to this. I¿ve also had swollen lymph nodes" device remains implanted.